Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following : nurse set up ketamine infusion for patient. Pump sent signal that there was air in line. Line checked several times, there was no air in line so line changed out. After line changed, the infusion was able to be accomplished.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported that there was air in the line. One sample model 2420-0007, lot 23115483 was returned for investigation. The set was examined for defects and abnormalities. There was no spike on the set. No other defects or abnormalities were observed. Due to no spike being on the set the returned set could not be tested. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, the air in line alarm can go off. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review for model 2420-0007, lot number 23115483 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.